Event description:
It was reported that there was broken plastic upon arrival.

Manufacturer narrative:
End user: (B)(6).

Manufacturer narrative:
Other text: (B)(4) samples were returned for evaluation; they were in used condition. The returned samples were visually inspected; broken connectors were observed in both samples. The complaint was confirmed. The root cause for the fractured components is undetermined; it is believed that the damage occurred after leaving the facility. Customer complaint notification was performed on 27-jun-2022 to personnel to explain the reported failure mode. No lot number was provided for performance of a device history record review. No patient injury was reported. (Updated b5 and h6), corrected data: labeled for single use was answered incorrectly, in the initial report.

Event description:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.